Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not booting. The site had booted the system to attempt to load exams for a case the next day, and accidently went into the ent software. The exited the ent, but the system became stuck on a boot text screen for 10 minutes. They power cycled the system and it was still staying on a boot text screen indefinitely. Troubleshooting included booting the system up without extra peripherals plugged in to see if any short was occurring. Even with other cables disconnected from the computer, they could not get the appliance launcher screen. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. It was booted multiple times to the application screen. The computer did not freeze on the boot text during burn-in testing. No error messages were received. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not booting. The site had booted the system to attempt to load exams for a case the next day, and accidently went into the ent software. The exited the ent, but the system became stuck on a boot text screen for 10 minutes. They power cycled the system and it was still staying on a boot text screen indefinitely. Troubleshooting included booting the system up without extra peripherals plugged in to see if any short was occurring. Even with other cables disconnected from the computer, they could not get the appliance launcher screen. No patient was present at the time of the event.